Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient, experiencing bradycardia presented to the emergency room. Upon interrogation, the pulse generator exhibited bvvi mode and no output. The device remained implanted and a temporary pulse generator was placed.